Event description:
It was reported that multiple alerts for the atrial arrhythmia burden threshold were received from this implantable device. Boston scientific technical services (ts) reviewed the device data and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. Ts provided reprogramming recommendations to the monitoring clinic. Recently, another alert was received for far-field over-sensing. The physician is continuing with normal monitoring. At this time, this system remains in service and no adverse patient effects were reported.

Event description:
It was reported that multiple alerts for the atrial arrhythmia burden threshold were received from this implantable device. Boston scientific technical services (ts) reviewed the device data and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. Ts provided reprogramming recommendations to the monitoring clinic. Recently, another alert was received for far-field over-sensing and occasional loss of left ventricular capture was noted. The physician is continuing with normal monitoring. At this time, this system remains in service and no adverse patient effects were reported.